Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. An internal review of the computed tomography images associated with this complaint, concluded that the stent looks clearly fractured. A review of the alleged stent breakage was carried out by the operations quality group and failed to confirm or determine how the stent could have broken as described in the complaint event information. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Recurrent obstructive jaundice, tumor ingrowth through the stent and stent occlusion are listed in the dfu for this product as potential complications related to the use of this device. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4), no code available (medical intervention required). (B)(4) relates to (B)(4) for the reported issue of stent blocked/occluded. (B)(4) relates to (B)(4) for the reported issue of stent broken. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the mid bile duct of a diabetic cancer patient on (B)(6) 2009. According to the complainant, post procedure on (B)(6) 2011, the patient presented with jaundice. An endoscopic retrograde cholangiopancreatography procedure was performed, where it was discovered during a computed tomography scan that the stent was broken in two pieces. The stent was blocked with tissue in-growth where it had been separated. As a result, a plastic drainage stent was placed in the lesion, and then a second metal stent was placed within the first metal stent. There were no reported complications during the stent placement. The jaundice has been resolved, and the patient is in stable condition.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the mid bile duct of a diabetic cancer patient on (B)(6), 2009. According to the complainant, post procedure on (B)(6), 2011, the patient presented with jaundice. An endoscopic retrograde cholangiopancreatography procedure was performed, where it was discovered during a computed tomography scan that the stent was broken in two pieces. The stent was blocked with tissue in-growth where it had been separated. As a result, a plastic drainage stent was placed in the lesion, and then a second metal stent was placed within the first metal stent. There were no reported complications during the stent placement. The jaundice has been resolved, and the patient is in stable condition.